Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a 3mm x 4mm amplatzer duct occluder ii was selected for implant. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 3mm x 4mm amplatzer duct occluder ii. The patient remained hemodynamically stable. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. No anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The image had shown the device without a deformation. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2024 a 3mm x 4mm amplatzer duct occluder ii was selected for implant. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 3mm x 4mm amplatzer duct occluder ii. The patient remained hemodynamically stable. There were no adverse effects to the patient. The patient status was stable.